Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6 displayed an error message indicating that maintenance was required. The door failed to open and produced a clicking sound. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 6 displayed a required maintenance error message, the door did not open, and a clicking sound was present. A field service engineer confirmed that the system was rebooted by the customer, no fault was showing on the screen and the customer able to complete recovery. The system functioned as intended after the customer resolved the issue.